Manufacturer narrative:
The investigation into low pump flow has been completed. Returned complaint impella cp pump was visually inspected. Cannula kinks were observed near the pump inlet and the bent area. There was no biomaterial, no broken blades, and no other abnormality found in the pump. Per the clinical review, the root cause of the low pump flow was patient condition related due to right ventricle dysfunction and a small left ventricle. Added section d9.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop*.

Event description:
The user facility reported that the pump experienced persistent suction issues throughout the 8 year-old male patient support. Repositioning was attempted to troubleshoot the issue; however, the flows remained low. It was noted that the pump looked to be bent on fluoroscopy at the time of the reduced flow. The pump was eventually explanted as the patient's overall condition worsened. There was no harm as a result of the reported issue.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
It was also reported there was concern for limb ischemia in the patient's leg distal to the impella access site.